Event description:
Customer reported an issue with the dpm 5 monitor, which may have affected co2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and was unable to duplicate the problem. Unit was calibrated and safely tested to factory's specifications.